Event description:
Further follow up revealed that approximately 7 months after the initial injection the nodule resolved but the patient still had "slight edema under both eyes."

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Further follow up from the treating physician revealed the following: the patient noticed a "small lump" in the "same area at cheeks" approximately 15 months after injection. The lump spontaneously resolved 2 days after presentation. The physician did not see the lump.

Manufacturer narrative:
Medwatch sent to FDA on 09/23/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, induration, nodules and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that after injection with juvederm voluma xc in the bilateral "cheek areas", the patient experienced "swelling that became induration" noticed initially about a month after injection. The patient also developed nodules. The symptoms are located at both cheeks. The patient was treated with hyaluronidase, oral cephalexin, a medrol dosepak, topical triamcinolone 0.1% cream, kenalog injections, oral minocycline, and oral prednisone. The symptoms have not resolved. It was reported that the patient "has been anxious to resolve this issue as quickly as possible." The patient was taking benicar, estrogen, livial, progesterone, and "livaio" concomitantly. Botox was also injected concomitantly, however, the injector reported that the patient had no issues with the botox treatment.